Event description:
The date of implant was 2003. At that time it was reported the final angio revealed a type I endoleak. The proximal neck was then re-ballooned. Another angio revealed a proximal leak at the same location. A 28 mm excluder aortic extender endoprosthesis was placed and ballooned. Final angio revealed a slight type I proximal leak. It was determined that this would probably subside after the anticoagulation therapy was terminated. During an office visit in 03/2003, the pt was told that the clinician was planning a follow-up CT at 6 months (september 2003). Gore was notified of the pt office visit results in 07/2003.